Event description:
It was reported that during a ptca treatment procedure involving a very calcified and 99% stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 12 atm's on the initial inflation. The patient was asymptomatic during this event. A 6f terumo introducer sheath, a bmw guidewire (size unknown), a 6fr zuma2 jl4 guide catheter and a medtronic inflation device were also used in this case. Patient status is reported as "good".